Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. External abrasion breaching the optim sheath was found in two locations proximal to suture sleeve tie impression consistent with friction to the device can. The silicone insulation beneath was not abraded in these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.